Manufacturer narrative:
The specimen was collected in a 4ml bd tube. Qc is run once per shift and was within assay limits before and after the event. The instrument generated flags (r) for the two of the three sample runs to alert the operator to review the results. A field service engineer (fse) was dispatched: the fse found an air leak coming from 60 psi. The fse serviced the instrument and performed adjustments, and then verified proper performance of the analyzer. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous results for lymphocytes (ly) and neutrophils (ne) differential parameters generated by the coulter hmx cap pierce hematology analyzer. Customer performed manual differential and obtained results were different comparing to the hmx results. The erroneous results were not reported out of the lab. No death, serious injury or change to patient treatment was associated with this event.